Manufacturer narrative:
Unit alarmed motor error during rewinding due to motor encoder signal out of phase. Unable to perform the displacement test due to motor error alarm.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm after exposing the device to high magnetic fields. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.